Event description:
Blood filter infusing red blood cells. Filter clogged after only one half of unit had infused. Unable to disconnect the filter to change it over to a new one to finish infusing the blood.